Manufacturer narrative:
Date of event (fall) was reported as (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient felt like they had frequency symptoms (been going to the bathroom a lot) and needed to turn up the therapy today. It was also reported that when the patient tried to use the programmer today, it would not power on. They replaced the batteries with new aaa batteries and the issue was resolved. Using the programmer, it was determined that the stimulation was off. It was noted that the patient had a fall in (B)(6) 2017 that could be related to the issue. The patient was able to turn the therapy back on and they felt it at 2.5 in the correct bicycle seat area. The issue was reported as resolved. There were no further complications reported or anticipated.